Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded electronic assembly. The motor and keypad traces assembly was found with corrosion per visual inspection. Analysis was unable to verify keypad anomaly or ramping display anomaly due to blank display. The insulin pump was received with cracked case at display window corners battery tube threads, and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had keypad anomaly, moisture damage. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was unknown. Father stated the insulin pump was submerged in water. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.